Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. It was noted the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector, which is indicative of the connector pin being turned an excessive number of times during helix retraction. Visual summary analysis of the lead indicated damage at implant. (B)(4)

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was inserted into the right atrium but there was not a good position after extending and retracting the helix. The lead was then repositioned, however, the helix did not extend. The physician attempted to extend the helix several times but the helix would not come out. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.